Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had a threshold suspend at night and his blood glucose was 60 mg/dl, current 202 mg/dl. Customer went to mention that he has been experiencing low blood glucose for eight months. In april, her blood glucose was going as low as 30 to 40 mg/dl. Troubleshooting was performed and no anomalies were noted on the drive support cap. Customer then stated he was unsure if the device was programmed accurately. No anomalies were noted on the device. Customer then requested assistance with calibrating with the sensor. Customer declined further troubleshooting as the threshold suspend was a passed event and customer had treated. The device is not returning for analysis.